Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in blackpool, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium (unknown which type). There is no report of patient injury.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the involved unit was tested before cleaning procedure, no disinfection was performed, then retested and gave negative results regarding microbial count. Since then, only negative results have been reported from this unit. Therefore, the customer decided that no further action was necessary. Based on the gathered information, there was no microbial contamination of the device and most likely the reported event was due to a false positive result.

Event description:
See initial report.